Manufacturer narrative:
The electrical characteristics of the returned device conformed to established specifications. Upon reception of the device, pacing pulses were generated appropriately by the device. The visual inspection did not reveal any abnormality. The analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. No abnormality has been found and the lead connection test was successful. The issue described in the complaint could not be reproduced. The ventricular setscrew tip was found completely screwed and visible from the port. A potential hypothesis would be that, either the setscrew was already screwed (maybe found screwed by the physician) before the ventricular lead insertion, or the screw was (in case the setscrew was already too much screwed) not enough unscrewed before the ventricular lead insertion. The complaint is recorded for trending purposes.

Event description:
Reportedly, during the implantation of a teo dr pacemaker, the atrial impedance was >3000 ohm. The physician checked the connection and it was well connected. After some attempts the physician decided to change the pacemaker. With the new pacemaker was working properly.

Event description:
Reportedly, during the implantation of a teo dr pacemaker, the atrial impedance was 3000 ohm. The physician checked the connection and it was well connected. After some attempts the physician decided to change the pacemaker. With the new pacemaker was working properly.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.